Manufacturer narrative:
(B)(4). The customer returned a 2-lumen catheter, guide wire, catheter over needle assembly, and introducer needle for evaluation. The introducer needle and guide wire showed signs of use via the presence of biological material. The guide wire body had one kink at a right angle and one bend at a 45 degree angle. Both were located toward the center of the guide wire. The j-tip was not damaged. No damage to catheter or introducer needle was identified. The catheter over needle assembly showed no signs of use and was not examined. The kink was located 34.7 cm from the proximal end of the guidewire and the bend was located 1.1 cm from the kink. The length and outer diameter of the guidewire, along with the needle cannula inner diameter and inner diameter of the catheter tip were measured and all were found to be within specification. A lab inventory spring-wire guide passed through the introducer needle and catheter without issue. A manual tug test was performed to confirm both welds were intact. A device history record (DHR) review was performed and no relevant findings were identified. Other remarks: the instructions-for-use (IFU) that are packaged with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU warns against using excessive force in placing or removing the catheter or guidewire as excessive force can cause component damage or breakage. The IFU also warns that caution should be taken not to withdraw the spring-wire guide against the needle bevel to minimize the risk of possibly severing or damaging the spring-wire guide. If resistance is encountered when withdrawing the spring-wire guide form the catheter after placement, the catheter should be withdrawn 2-3 cm relative to the spring-wire guide an another attempt at removal should be made. If resistance is again encountered the spring-wire guide and catheter should be removed simultaneously. The customer reported issue of the guide wire kinking during use was confirmed during the sample investigation. Functional and dimensional inspections were performed on the returned sample and no issues were identified. A DHR review was performed and no relevant findings were identified. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The customer alleges that the sgw (spring wire guide) was bent during a procedure. The doctor could not proceed and used another device to completed the procedure

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the sgw (spring wire guide) was bent during a procedure.the doctor could not proceed and used another device to completed the procedure